Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va2550c, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that during removal of lead, the electrodes became disconnected from the lead and remained in the sacrum. The rep consulted with the neurologist, which determined no further action was needed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va2550c implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the reason for the lead removal was for an MRI. They also stated that the cause of the device not working was not determined and listed "unknown" as a likely cause. The rep also stated there were no steps taken to resolve the issue. The issue was reportedly unresolved and no further action will be taken. The rep also stated the cause of the electrodes becoming disconnected from the lead during removal was unknown and there was no likely cause given. The issue was reported as resolved and no further action will be taken.